Event description:
It was reported the camera head had e226 (endoscope connection error. The issue was found during a preparation/prior to sedation therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had e226 (endoscope connection error). The issue was found, during a preparation, prior to sedation therapeutic procedure. There were no reports of patient harm.